Event description:
It was reported that the device had normal battery depletion and that patient lost therapeutic effect a few months after implant. There were no patient injuries but the patient experienced recurrent urinary incontinence and felt this was secondary to lack of therapeutic effect. The device could not be adequately interrogated. Physician was discussing the use of the contralateral side for lead replacement but no revision had been scheduled.

Manufacturer narrative:
(B)(4).